Event description:
It was reported that (B) (6) the pt heard a non-critical alarm. The alarm was not confirmed by telemetry. The pt experienced spasticity, vomiting, and "so much pain". X-rays were done and came out fine. Volume discrepancy was done and within normal limits. The physician suspected a kinked catheter that unkinked itself. Boluses were added and increased to help the pt with symptoms. After appt on (B) (6), the pt was great. The pump contained baclofen at the time of the event.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.